Manufacturer narrative:
On january 13, 2026, mentor received additional information that indicated that the patient was eventually diagnosed with bilateral breast capsular contractures (baker grade unspecified). This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2026-01127.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 630cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered left breast implant leak. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.